Event description:
The customer reported via phone call that he was getting no delivery alarms on the insulin pump. Customer stated that he tried to bolus and received a no delivery alar. Customer's blood glucose was 365 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Customer reported that the insulin exits with manual prime. Customer stated that although the insulin exited, it was not coming out like it should. Customer stated that it was sporadic drops and it was not consistent. Customer was explained that if he thought it was not flowing right, it was recommended to change it out. Customer understood and will change out his entire set as soon as he is able to do so.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.